Event description:
It was reported that the pump's position potentiometer needs to be replaced. New position potentiometer will be with the unit. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the bottom tamper seal to be broken but plunger tamper seal is intact, ear clip is chipped, left plunger case screw post is broken, and the interconnect cable is pulled apart and broken. The device?s event history log was reviewed for evidence of the reported event, ?travel coarse error - check clutch/plunger lever? Was found in history log. To conduct functional testing, the device was powered up, occlusion test was performed, visually inspected position pot, checked and tested plunger position sensor, also inspected clutch halves and lead screw that found signs of normal wear/black teflon debris. Functional testing revealed no damage to the position pot at visual inspection and the plunger position values were within spec, however, heard popping noise followed by 'travel coarse error - check clutch/plunger lever' during occlusion test. In conclusion the most probable root cause is normal wear is causing the clutch halves to slip on the lead screw as there was no fault with the position pot, it was operating as intended. Position pot was replaced with device sent in by customer, in addition the lead screw and both clutch halves were replaced. Device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected.